Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient engaged in a prolonged hiking activity. Upon returning home and going to sleep, the patient¿s cgm began registering a steady decline in glucose levels, triggering urgent low alerts approximately every 30 minutes throughout the night. No bg meter comparison values were recorded during this time. The patient was wearing an omnipod insulin pump. In response to the low cgm readings, the patient¿s parent administered juice as a treatment. The following morning, a bg meter reading showed a value of 556 mg/dl, while the cgm continued to display ¿low.¿ the omnipod insulin pump was switched to manual mode, and the cgm device was calibrated. Despite calibration, the cgm continued to issue urgent low alerts. The patient was subsequently treated with insulin. During this time, the patient experienced vomiting and difficulty breathing. The patient¿s physician was contacted and advised immediate evaluation at the emergency room (ER). At the ER, the patient received IV fluids and an unspecified anti-nausea medication. After approximately 5.5 hours of treatment, the patient was discharged. At the time of reporting, the patient was described as ¿doing fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.